Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, non-shorting lithium clusters were observed. The presence of non-shorting lithium clusters is normal and they are in conformance with the intent of the internal insulation design. The cause of the premature depletion could not be determined. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016. Correction: date of event should have been reported to be (B)(6) 2017 rather than blank in the initial report. Date of implant should have been reported to be (B)(6) 2013 rather than blank in the initial report. Date of explant should have been reported to be (B)(6) 2017 rather than blank in the initial report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited premature battery depletion (eri). The device was explanted and replaced. The patient was stable. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory.